Event description:
It was reported the camera head had screw came off during service or maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scope mount missing. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction was cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.